Manufacturer narrative:
An event of device deformity was reported. The returned device assessment could not confirm the reported cobra deformation due to the returned shape of the device. The functional test was precluded. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. The returned device damage (deformed form) could be due to manipulation/handling during the explant procedural of device or caused during shipping/transportation while returning to abbot. However, this cannot be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 32mm amplatzer septal occluder was chosen for implant using a 12f amplatzer trevisio delivery system. During procedure, both left and right discs of the occluder deformed into cobra formation and the physician could not retrieve the device back. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. There was no issues noted on the delivery system. The patient was sent for surgical removal of the device. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 32mm amplatzer septal occluder was chosen for implant using a 12f amplatzer trevisio delivery system. During procedure, both left and right discs of the occluder deformed into cobra formation and the physician could not retrieve the device back. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. There was no issues noted on the delivery system. The patient was sent for surgical removal of the device. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.